Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose of 67mg/dl. The customer stated that she had a hyperglycemia episode and was in an auto accident while driving. The caller stated that the sensor did not alert her low glucose, and it was reading over 30 points higher than the actual blood glucose. The most recent glucose reading was 83mg/dl, and she has treated with food. Troubleshooting was performed. Reviewed the priming technique and it was correct and completed. The customer stated that the reservoir was showing the same amount of insulin that the status screen shows. Advised the customer to call back if issues persist. No further information was provided.